Event description:
It was reported that this 980 ventilator failed the short self test (sst) for exhalation auto zero not operational and the battery was bad. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the short self test (sst) for exhalation auto zero not operational and the battery was bad.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issues and replaced the exhalation valve assembly (eva) and battery. The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One battery was returned for failure investigation. On visual inspection, no anomalies were found. When installed in the test ventil ator, the battery would not charge and would not power the ventilator confirming the reported ¿bad¿ battery. The bq wizard results showed a hardware short circuit or hsc failure. The red battery fault indicator was observed. One eva was returned for failure investigation. On visual inspection, no anomalies were found. The eva was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test/auto zero solenoid (exhalation). After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the returned eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the reported ¿bad¿ battery was identified to be an hsc. The battery event is included in a trending and monitoring plan. The cause of the reported sst failure was identified as a faulty autozero solenoid (so1) on the exhalation sensor (pcba) of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.